Manufacturer narrative:
The insulin pump was received with no button response due to flattened esc button keypad dome. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm, displacement test. Unable to verify low suspend alarm due to keypad anomaly. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip.

Event description:
It was reported that the customer experienced low blood glucose levels, the insulin pump went into the threshold suspend mode, and the esc button was unresponsive for the past few weeks. The blood glucose reading was 65 mg/dl, and after treatment with food, it rose to 97 mg/dl. The customer stated that the only button that worked was the down button when used to turn on the insulin pump's light. She noted that the insulin pump had been dropped on the floor previously. She advised that the low blood glucose was caused by the exercise of cleaning, for which troubleshooting was declined. She noted that the low suspend alarm could not be cleared and therefore could not undergo troubleshooting. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.